Event description:
A customer in (B)(6)notified biomérieux of an internal system error after performing a manual back-up of the vitek® pc (reference w0452) associated with vitek® 2 compact instrument. The customer reported a manual back-up was performed because the end of day back-up was not available. No information was provided regarding if there was any user or patient impact. The customer indicated that all cards had to be setup again which caused a delay greater than 24 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was performed in response to a backup failure observed on one of the vitek 2 systems pcs at the customer site, and was followed by an internal system error (ise). Local customer service (lcs) recommended restoring data backups from a previous day. Results from cards originally tested on (B)(6) 2018 were not available, and testing had to be repeated. A review of the logs provided from the dates of occurrences of (B)(6) 2018 indicate that the cause of the problem is an invalid certificate setup causing communication failures to the biomérieux user management service for the purposes of card processing, endofday and manual backups and restores. The impact of not having the system in a proper controlled/validated state can be as simple as minor errors, to inability to login, to loss of card data - depending on the usage of the system in the improper state. It is recommended that sites be properly setup by running the certificate setup scripts for the applicable setup type as indicated in the system setup guides. And that sites be notified that modifying the system in ways such as changing the pc name or modifying the network configuration can cause the certificates to become invalid.

Manufacturer narrative:
The investigation further revealed the network security certificates can become invalid after the user upgrades to vitek 2 systems versions 8.01 and 9.01 and then modifies the operating system hostname or network configuration from its original configured state. The issue can be initially identified when opening the vitek 2 web or flexprep clients by the prompt to re-trust the vitek 2 systems secure web certificates (i.e. "Your connection is not secure"). Subsequently, after entering the correct login information, a prompt, "the vitek 2 systems web-based remote viewer has detected an invalid single sign-on (sso) certificate for server https://[hostname]/cas. To access the vitek 2 systems application, the certificate must be valid." May be seen, and access to the vitek 2 web client or flexprep client is denied. This is an indication that the operating system hostname or network configuration has changed and the certificates are invalid. When this issue is encountered, the first cassette entered into the instrument cannot be re-used. Subsequent reuses of this cassette will result in a loss of card data. It is recommended that this cassette be set aside until a backup is restored prior to the existence of the anomaly or the database backup be returned to customer service to have the cassette removed. To prevent the system from losing card data, the user should contact customer support or run the certificate scripts (in vitek 2 systems version 8.01) or the network configuration wizard (in vitek 2 systems version 9.01) and reboot the pc to resolve the problem prior to using the vitek 2 or compact instrument(s). After the reboot, and prior to using the vitek 2 or compact instrument(s), verify proper operation and successful login to the vitek 2 web client. Customers whose systems exhibit the stuck cassette caused by and invalid web certificate should: - resolve the condition by regenerating the certificates. - restore a backup from a prior point in time before the stuck cassette existed or return a database backup to customer service to have the cassette removed so it can be re-used. The vitek 2 systems set up and network configuration guides were issued 05feb2019 as a reminder to subsidiaries/distributors and customers, about the instructions for modifying the pc hostname or network configuration.